Event description:
It was reported that pump displayed several malfunction messages and initially would not charge or be recognized by computer, with no blood glucose information available for customer at time of event. There was no reported impact to the customer¿s blood glucose level. Customer later observed that pump began to charge and was recognized by computer, event history showed multiple malfunction entries, and distributor arranged for device return and provided replacement pump for continued therapy.